Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit has a recurring auto-filling failure. Event # 1: during the shift handover, the bcia console assigned to surgery throws the auto-filling failure alarm, despite the same alarm being activated, the balloon does not work, which is why a cardiovascular console must be requested and the incident is reported in the operating rooms event # 2: the console throws an alarm for battery maintenance in the morning, which is reported, around noon it throws an auto-filling failure and despite stopping, zeroing and giving assistance, it does not self-fill, stopping counterpulsation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated felds: b4, d8, d9, g1- contact person-mfg site g3, g6, h2, h3, h6- type of investigation code, investigation findings, investigation conclusion, and h11. Corrected fields: h6- medical device problem code. After doing 3 good faith effort (gfe¿s) we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
..

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.